Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on 05/08/2015 with the following findings: during a visual inspection of the pump, the battery cap was observed to be damaged with stripped threads. A test battery cap was able to secure properly to the pump. The battery cap contact height measurements were out of specifications; the battery width measured within specifications.